Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, broken on the plug strap, broken shell and others, missing shell (0-25%), calcification white particles in the shell and yellow encapsulation. Leak test and microscopic analysis was performed which identified: broken sharp on radius, broken sharp on the plug strap and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp broken on radius due to an unidentified (tear) opening. A sharp broken on the plug strap due to an unidentified (tear) opening. Missing shell due to inconclusive.

Event description:
Patient and healthcare professional reported a right side deflation and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient and healthcare professional reported a right side deflation and capsular contracture baker grade IV. Device has been explanted.